Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that during an anterior cruciate ligament surgery the screw broke off at the tip during insertion. It was completely removed from patient. There was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Complaint confirmed. Upon visual inspection, it was noted that the threads of the device are damaged at the distal end of the device. The method used to prepare the bone during the procedure, as well as the bone quality encountered, were not recorded. The cause remains undetermined, however, probable cause can be attributed to prying/leveraging the screw during insertion and/or improper bone preparation.